Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 5 months post, placement of a 10mm x 60mm rx wallstent permalume stent in the distal common bile duct (cbd) for management of a malignant biliary stricture, the patient underwent a stent removal procedure, however, it was noted that the stent had migrated and the patient was found to have metastatic cancer to the liver. The stent was not removed during the procedure. The event was noted as serious, mild in severity, and definitely related to the device. Approximately 1 week later, the stent was removed endoscopically utilizing a snare device with no technical or clinical complications. Another manufacturer's uncovered 10mm x 60mm stent was placed. It was noted that the patient's condition resolved with stent removal.